Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 300 mg/dl at the time of the 911 call. The customer expressed feeling irritable as a symptom of her high blood glucose and that she was dehydrated prior to the hospitalization. The customer also stated that she had been receiving no delivery alarms for three weeks. Troubleshooting was done. Advised customer to run a manual prime, but insulin did not exit the tubing. The customer had also had bent cannulas with the infusion sets. The customer's insulin pump was missing a piece on the battery compartment and had a crack on the reservoir chamber. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.